Manufacturer narrative:
This investigation will be updated should additional information be provided.

Manufacturer narrative:
Another boston scientific representative subsequently reported that clinical records showed the device operated as programmed for the patient report of non-conversion following shock therapy delivery. Both syncopal episodes were associated with ventricular arrhythmia episodes that were successfully converted by the device with one and two shocks respectively. At the time of this device implant, the physician elected to connect only the distal pin and capped the proximal pin of the right ventricular lead's defibrillation legs; it was not known why that particular shocking vector was created. It also was reported that when the patient subsequently was admitted for a worsening heart condition, he was upgraded to a dual-chamber device when the physician elected to not place a left ventricular (lv) lead due to the patient's condition. A right atrial (ra) lead had been placed, so a dual-chamber device was implanted instead of a cardiac resynchronization therapy defibrillator (crt-d). The patient was placed on life support and a heart by-pass system due to his heart condition; there were no issues with either the device or the leads.

Event description:
Boston scientific received information that the patient with this device alleged experiencing two separate syncopal events and needing two device shocks to convert arrhythmias due to an unspecified issue with the associated chronic lead approximately two months after this device had been implanted. The patient reported after the second syncopal episode, he presented to an emergency room and was admitted for tests, and subsequently underwent a procedure to correct the lead issue, which he said was causing an insufficient amount of energy being delivered when device therapies were provided. Our records show the patient was upgraded from a single-chamber to a dual-chamber device, with no changes to the chronic right ventricular lead and an atrial lead being implanted, on the date the patient reported the lead issue was addressed. The patient also reported he experienced bradycardia during the procedure, was placed on life support and transferred to another facility, and placed on a heart bypass machine until he received a heart transplant four months later. The patient also reported his implanted defibrillator and leads were explanted after later receiving a second heart transplant. A boston scientific field representative reported the patient's implanting and following health care facilities perform their own device interrogations and procedures, and did not have any additional information immediately available regarding the patient's allegations.